Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 478 mg/dl at time of incident. The customer treated with manual injection. The customer's current blood glucose is 415 mg/dl. The customer stated that sometimes her eye will get sticky. The customer also stated that the cannula was bent in half. The insulin pump will not be returned for analysis.